Event description:
Patient reported right side "breast pain", "inflamed axillary lymph node", "headaches", and mentioned the "recall". Patient additionally reported right side "tiredness" and "nail weakness", which are not device-related. The device remains implanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "inflamed axillary lymph node".